Event description:
Per the audiologist, the patient experienced magnet dislodgement during an MRI (tesla strength not reported). Surgery to reposition the magnet was completed in (B)(6) 2016. The implanted device remains.